Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and signal loss over one hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.